Manufacturer narrative:
"The balloon was not returned for examination. A review of the device labeling notes the following: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting with dehydration, electrolyte abnormalities, weakness, fainting or falling episode. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus."

Event description:
The balloon was implanted on (B)(6) 2025 in turkey. The patient (from (B)(6) reported that she struggles to keep food or water down in her stomach. She feels very drained and sought advice. She reported that vomiting and nausea take up most of her day. She also reported losing 14 kg since the date of implantation. On (B)(6) 2025 the patient reported that she was treated in nairobi, where they found that the balloon was misplaced and put it back in place. Now she is feeling much better and has started a liquid diet.